Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of spotting vaginal, overweight, endometriosis, irregular periods, abdominal pain, pelvic pain, ovarian cyst, vaginal delivery, parity 2 and gravida ii. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1529 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix,salpingectomy laparoscopic,cystoscopy,biopsy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Right: 5 coils left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25 kg/sqm. [Computerised tomogram] on (B)(6) 2014: "suggestion of minimal bilateral paraovarian fluid¿ ¿she had an essure in 2012 and started having on and off pelvic pain since early this year which has gotten worse in august. She has irregular periods every 2 months. She states that she only has a bm every 7 days. [Hysterosalpingogram] on (B)(6) 2013: clinical notes: procedures: hysterosalpingogram with injection. Findings: the endometrial cavity is normally outlined. No contrast is visualized in the bilateral fallopian tubes. No spillage of contrast from the bilateral fallopian tubes into the peritoneal cavity. Impression: bilateral essure implants in satisfactory location. No contrast is visualized in the bilateral fallopian tubes or peritoneal cavity. [Pathology test] on (B)(6) 2017: final pathologic diagnosis: vaginal assisted laparoscopic hysterectomy and bilateral salpingectomy: focal moderate chronic cervicitis and nabothian cysts. Proliferative endometrium. Myometrium showing no significant lesion. Bilateral fallopian tubes showing no significant lesion. Biopsy, bladder: tiny fragment of benign urothelial-lined tissue. Clinical history: chronic pelvic pain status post essure placement. Gross description: both fallopian tubes are unremarkable without any essure coils in place. However, loose within the container is a separate portion of folded, elongated thin silver metallic wire coiled at each end consistent with essure coils. [Ultrasound scan vagina] on (B)(6) 2015: history: reason: chronic, intermittent pelvic pain since essure placement in 2013. Findings: uterus: the uterus appears normal in size and echogenicity. The uterus is oriented anteverted and is located midline. The endometrial stripe appears normal. The cervix appears normal. Right ovary: the right ovary appears normal in size and echogenicity. Left ovary: the left ovary appears normal in size and echogenicity. Adnexa/cul-de-sac: there is a small amount of free fluid in the cul-de-sac. Impression: free fluid in the cul-de-sac. Essure filaments noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporter and patient information, medical history, lab data, device removal date, event onset date, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1524 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1524 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.